Event description:
It was reported that insulin pump did not alarm no delivery, but instead alarmed motor error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).